Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer stated that they treated the low blood glucose with glucose tablets. The customer also reported that they had blood glucose of 287 mg/dl and found leak around the site. The insulin pump will not be returned for analysis.